Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the first haptic come straight and the patient had an exfoliation eye. The surgeon need to change the iol. The procedure was completed with another lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
As per the additional clarification, the exfoliation syndrome (xfs) is an age-related disease and there was no problem with the product. The straight leading haptic is an approved position for the haptic with directions discussed in the dfu.